Event description:
Head of implant popped off and needed removal post-operatively.

Manufacturer narrative:
The manufacturer has requested further information of lot and reference numbers of implants, dates of operations and information of rehabilitation period. Due to limited available data no conclusion can be drawn.